Event description:
Customer reported that channel one was functioning intermittently. No patient injury.

Manufacturer narrative:
Failure mode could not be duplicated at manufacturer's facility. Ic chips on device stim boards were considered possible root cause and therefore replaced. Subject device has been subsequently repaired and modified as part of subsequent firm-initiated device recall.